Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the ventricular rate sense lead. This noise was sensed by the device, and resulted in the generation on nonsustained episodes. In addition, pacing inhibition was observed in this pacemaker dependant patient. No symptoms were reported. The noise could not be reproduced through isometrics, and the morphology was suggestive of diaphragmatic oversensing. The patient will return to the clinic in three weeks for additional evaluation.